Manufacturer narrative:
Lead was capped due to high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Pacing impedance reported to be greater than 3000 for over a year. Shock impedance has trended up in the last year. Capture could not be achieved even at max output today in person. Rep will discuss trends with physician who will decide next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.